Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained low blood glucose levels of 30 mg/dl. The customer was assisted by paramedics. The customer did not provide the time and date of the hospitalization. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.